Manufacturer narrative:
Product event summary the catheter was returned and analyzed. Visual inspection of the catheter showed the device was kinked proximal to the balloons. Smart chip verification indicated the catheter was not used. The outer diameters of the balloon proximal bonding were within specification. Insertion and retraction tests were performed with no issues. The catheter failed the performance test due to a system notice. Pressure test revealed a leak through the guide wire lumen and the balloon's integrity was intact; no breach was observed. Dissection then showed a guide wire lumen breach at approximately 3.1 inches from the distal tip. The catheter failed the inspection due to the guide wire lumen breach.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not be advanced into the sheath. The balloon catheter was replaced and the procedure was completed with cryo. The catheter subsequently tested out of specification for a guidewire lumen breach. No patient complications have been reported as a result of this event.